Manufacturer narrative:
As the qc recovery was within the acceptable range, there was no indication for a performance issue of the reagent. The field service engineer replaced the mixing vessels and adjusted the vacuum nozzle and sipper nozzle. Calibration and qc were performed and passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The initial sodium result was 130 mmol/l and the repeat result was 141 mmol/l. The initial chloride result was 117 mmol/l and the repeat result was 105 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The sodium electrode lot number was n24 with an expiration date of 23-mar-2022. The chloride electrode lot number was f11 with an expiration date of 16-jan-2022.